Manufacturer narrative:
Product analysis summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an issue with the high voltage setscrew of the implantable cardioverter defibrillator (ICD) during the implant attempt. An alternate ICD was implanted. No patient complications have been reported as a result of this event.